Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received inappropriate therapy. Upon their presentation to the hospital it was found that the electrode tip had eroded completely through the skin at the xiphoid incision and was unable to appropriately sense as a result. The device was reprogrammed to use an alternate therapy vector and appropriate signal was restored. The patient was hospitalized pending a revision procedure to replace the implanted electrode, however, they elected to return home prior to revision and have since been lost to follow-up. No additional adverse patient effects were reported. This system remains in service.